Event description:
Acct reports that they have had an incident of the stopcock cracking with subsequent leakage. Unable to supply info regarding type of intavenous fluid. One incident, the stopcock was cracked and fluid leaked all over the baby's bed. As a result, the baby's blood sugar dropped. There were no untoward effects on the baby and the baby recovered.